Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the recently implanted patient was admitted due to hematoma in her back and developed a urinary tract infection. Symptoms were black and blue marks on the patient and increased pain. It was unknown what caused the event and if it was device related. The patients hematoma was drained and also had blood thinning medication. The patient was doing well post operatively.